Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead was found to be fractured during a pocket revision. The lead was then partially explanted, with a portion of the lead remaining in the body but abandoned surgically. No adverse patient effects were reported.